Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with the information available, boston scientific concludes that the reported event involving failure of the stent to deploy was confirmed. The delivery system was received in position 2 of the deployment sequence, and the stent remained fully covered and undeployed. This indicates a deployment failure, as the stent should have begun to deploy at this stage. Furthermore, the twisted and detached sheath directly contributed to the stent's inability to deploy. However, the reported event of a handle break could not be confirmed, as no damage was noted to the handle. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection confirmed that the stent remained fully covered and undeployed, and the delivery system was returned in position 2. A review of the provided media showed that the control hub could be moved to position 2 and position 4, yet the stent remained undeployed. No damage was observed on the handle. During functional evaluation, movement of the deployment hub demonstrated that the stent could not be released from the delivery system. A destructive inspection was then performed to assess for torsion or rotational damage. This evaluation revealed that the sheath was twisted and detached. No additional damage was observed on the stent or the remainder of the delivery system. Labeling review: a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The IFU cited: " rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." According to the evidence found in the product analysis, the outer sheath was retuned torsion and detached which is evidence the luer was incorrectly rotated. Risk review: a review of the axios stent and electrocautery enhanced delivery system dfmea was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product investigation conclusion: based on the available information, the most probable cause assigned is "failure to follow instructions."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, when the physician attempted to deploy the stent, the deployment handle mechanism did not function. Although the button advanced into the correct position for continued deployment, the stent did not deploy, indicating no connection between the handle and the stent. The procedure was completed using another axios stent. No patient complications were reported as a result of this event.